Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: orthopedic salvage system bearing, catalog #: 150413 lot #: 845190 orthopedic salvage system tibial bushing, catalog #: 150476 lot #: 073450 orthopedic salvage system locking pin, catalog #: 150478 lot #: 890580 orthopedic salvage system axle, catalog #: 150480 lot #: 780600 orthopedic salvage system yoke, catalog #: 150493 lot #: 423260 orthopedic salvage system patella, catalog #: 184788 lot #: 256080. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10625, 0001825034-2017-10626, 0001825034-2017-10627, 0001825034-2017-10628, 0001825034-2017-10629, 0001825034-2017-10630. Product location unknown.

Event description:
It was reported that the patient was revised for unknown reasons. No patient consequences were reported.